Event description:
It was reported during a routine office visit that this pacemaker device was found in safety mode. Subsequently, the device was explanted, and a new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The product has been returned, and analysis complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone reset. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone reset. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported during a routine office visit that this pacemaker device was found in safety mode. Subsequently, the device was explanted, and a new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The product has been returned, and analysis complete. This report is being submitted for correction of remedial action.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit that this pacemaker device was found in safety mode. Subsequently, the device was explanted, and a new device was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned for analysis.